Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Correction: a root cause was not identified. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infusor pump with a condition of "alarms if you put in bolus mode but it will run on infuse." This condition occurred during preventive maintenance. The area where this event occurred was biomed service. There was no patient injury or medical intervention necessary according to the hospital representative. During device evaluation by baxter a constant alarm was received after the pump started to run in bolus mode; when in infuse mode the pump runs for a few seconds and then goes into alarm; causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
The reported condition of alarms if you put in bolus mode but it will run on infuse, was confirmed and reproduced due to a faulty mpu (micro processing unit). This device was returned un-repaired due to estimate refusal by customer. (B)(4).